Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had unexplained no delivery alerts on their insulin pump. Customer also reported frequent battery changes. Customer also reported their insulin pump rejected new batteries and there was condensation present inside the insulin pump's screen. The customer's blood glucose was unknown. No additional information provided.